Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/22/2014 with the following findings: observed the top of battery cap is stripped. Cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Cap was difficult to remove from pump because of stripped groove on top. A test cap was able to be seated and removed with no issues. No issues found with pump. The threads are intact in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Battery cap jammed and cannot be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).